Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation.the lay user/patient¿s test strips and control solution have been returned on 2/20/2015 and 3/20/2015, evaluated by lifescan product analysis on 3/17/2015 and 3/17/2015 respectively with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the control solution passed all testing with no faults found. The reported issue could not be confirmed.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high control solution results. The user in reported that the quality control tests failed specification because the results fell above the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿102-138 mg/dl¿ with the control solution for the subject lot being 166 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.